Event description:
The customer called and reported her blood glucose was at 417 mg/dl, and her insulin pump was stuck in the rewind process. Assistance was provided with exiting the rewind process. It was explained that while the pump was stuck, it would suspend all insulin delivery. Customer declined troubleshooting for high blood glucose and stated she would monitor and call back for further assistance, if necessary.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.